Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the evaluation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported. It was reported that this patient was subsequently brought back into the laboratory and defibrillation threshold testing was performed and failed. Additionally, an error code was generated indicating an open circuit condition was detected during shock delivery. The system was removed from service and replaced. Successful defibrillation threshold testing was performed with the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found shorted lead error code 1005 had been recorded while the device was implanted. An x-ray of the device revealed that the internal high voltage fuse was intact. Next, a series of diagnostic tests were conducted that verified the performance of the pacing, sensing and recording functions of the device. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. It was reported that this patient received inappropriate shocks due to atrial fibrillation and a rapid ventricular rate. All delivered shock impedance measurements were greater than 125 ohms. Additionally, a fault code was noted. A boston scientific technical services consultant informed the caller that review of the shock impedance trend showed a stable reading in the 150-160 ohm range and then a drop to the 125 ohm range following shock delivery. The consultant discussed this is typically how calcification presents. The patient was subsequently brought into the laboratory and defibrillation threshold testing was successfully performed with a shock impedance measurement which was in normal range. No additional adverse patient effects were reported. It was reported that this patient was subsequently brought back into the laboratory and defibrillation threshold testing was performed and failed. Additionally, an error code was generated indicating an open circuit condition was detected during shock delivery. The system was removed from service and replaced. Successful defibrillation threshold testing was performed with the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing a slow increase in shocking impedance measurements which have now exceeded 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.